Event description:
It was reported via repair work order that the litter support brackets were broken which could potentially cause an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.